Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Pt called lifescan (lfs) in 2005 and alleged that her meter would not power on intermittently. The pt stated that her meter was working intermittently for approximately 2 weeks. On the day of the event, her meter did power on. In the morning, she tested and obtained a result of 52 mg/dl. She took her humulin 70/30, 40 units and then ate breakfast. Sometime later, at approximately 6:00 p.m., she was getting out of her chair to get something to eat and she fell. She did not test again after her morning result. She could not say how she felt before getting up. The paramedics were called and they obtained a result of 40 mg/dl. She was treated with glucose at home. At the time of the call, the pt's meter powered on by using the power button and inserting a test strip (normally inserting the strip starts the meter). Although the pt suffered a serious injury, she did not test prior to the event and her blood glucose result from earlier in the day was 52 mg/dl. A replacement meter has been sent.